Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. Additional information reported the rv lead exhibited high rv coil and superior vena cava (svc) coil impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that during the rv lead extraction the rv and right atrial (ra) lead broke. The leads were partially explanted due to the break and replaced.